Event description:
Rptr complains of knee problems, angina, low grade fevers, depression, bladder problems, shortness of breath, shoulder, neck, arm & left side pain, sleeping difficulties, memory problems, headaches, vision difficulties, dry mouth, tingling & numb hands, left breast tenderness, swelling of hands/fingers, joint pain, chest wall pain, general aching/stiffness, cold hands, & malpositioned implants.